Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she saw lines going through the screen when she pressed the esc button to check how many units she took on the status screen. It cleared up once the screen started back. Running a normal bolus of 2.0 units took three and half hours for it to run through. The customer believe the insulin pump had a delivery anomaly because the bolus was being delivered slow. Customer's blood glucose level was 98 m/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.